Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during the implant procedure; when the physician pulled the lead back slightly to reposition, the ring electrode detached from the lead. The lead was removed but the ring electrode remains inside the patient. There are no plans to retrieve the ring.